Event description:
Metal piece holding tibial broach broke off during extraction.

Manufacturer narrative:
Evaluation summary: as returned, a portion of the tip of the device has fractured and was not returned. The knurled section of the instrument shows impaction marks on the anterior side and medial/lateral side indicating that the device was impacted off-axis and sideways. The resultant additional bending moment is a probable contributor to the fracture. A new design has been implemented that can successfully withstand off-axis loading. This device was part of the june 2008 recall recorded under zimmer recall #1822565-07/01/2008-002-r. Of this item and lot, three of the four devices were returned to zimmer inc. The fourth one was unaccounted for by the initial consignee at the time of the recall.